Manufacturer narrative:
This report is submitted on march 12, 2021.

Event description:
Per the clinic, the patient experienced a fever during the post-operative period. The patient was hospitalised and treated with IV antibiotics. The implant remains in-situ.